Manufacturer narrative:
The product was manufactured on 08/25/2014. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Fifteen decontaminated samples with lot number 4225100964x were received for evaluation and a picture was also provided. After performing visual inspection per procedure, the reported condition was confirmed. Of the fifteen samples received one has the handle of the lite glove ripped and the picture also shows the failure mode reported. The split in the lite glove handle is caused by a pleat generated during the thermoforming process due to geometry of the product mold design. This pleat creates weakness on the neck of the part. A second investigation for a corrective and preventive action (CAPA) was opened since the initial corrective actions were not effective. As containment; the lite glove production is currently stopped until the corrective actions defined are closed after the second investigation. The preventive actions will be included in the CAPA. Awareness training was performed with all personnel to ensure they are aware about this reported condition. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a lite glove. The customer reports that a split/ tear was noticed before surgery when the odp removed the light glove from the sterile packaging. It was then replaced with a new light glove.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.